Event description:
The hospital reported a patient was connected to a carescape r860 when it was reported that the screen was non-responsive and the patient was unable to receive oxygen. Allegedly, while the facility was swapping the device, the patient went into cardiac arrest. CPR was performed and the patient was stabilized. The patient was connected to a different device to resume the case. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1, a5, and a6: no information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed and the root cause was identified as use error. Based on review of the device logs, further review of the event with the end user, and system checkout, it was confirmed that there was no device malfunction. It was determined that the touchscreen was pressed for a prolonged period of time, such that the user inadvertently dragged their finger off of the button, resulting in the ventilation button becoming unselected. Ge healthcare has no further actions planned at this time.